Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged respiratory tract irritation, dizziness, headache, kidney disease/toxicity liver disease/ toxicity, cancer and ureter cancer. Medical intervention was not specified. The device was returned to the manufacturer. There was no visible evidence of foam degradation found during the evaluation. Lastly, unit passed final test.